Event description:
It was reported that during maintenance it was noted that the reciprocation arm and screws were worn. Unit also had motor issues. Upon device evaluation the unit was noted to have unstable motor speeds. No patient involvement. Diligence is complete.

Manufacturer narrative:
This incident is being recorded under cmp-1017170 and is an initial/final report. G2: foreign: netherlands (B)(6). Review of the most recent repair record identified the following related repair: during maintenance, the following failure descriptions were noted: the reciprocation arm and screws worn and motor issue. The unit was noted to have unstable motor speeds. The motor, reciprocation arm, bushing, seals and screw were replaced to address the issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.